Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Unit was evaluated. Corrections included resetting and reloading the server. Normal system operation confirmed.